Manufacturer narrative:
Results: the returned device was fractured at approximately 5.0 cm from the hub. The device was ovalized at approximately 55.0 cm, 56.0 cm, 75.0 cm, 103.0 cm and 110.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a fracture near the hub. If the device is forcefully retracted from the packaging hoop at extreme angles, the device may become fractured. Further investigation revealed that the device was ovalized along its length. These damages were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2019-00588. Section d. Box 4. Expiration date.

Manufacturer narrative:
Hold for jc

Event description:
During preparation for a medical procedure, a benchmark delivery catheter (benchmark) was broken near the hub upon removal from its packaging. The damage to the benchmark occurred prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new benchmark.